Event description:
Rn manager of pediatrics, states the unit had "several" extension sets that loosened and leaked at the IV catheter junction. She states the nurse felt the connections were secure when they started the IV's. The disconnections were found immediately and the tubings changed immediately. There was no injury to any patient and no treatment needed. She states no samples were saved and will not be saved for infection control reasons.